Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.   The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? Sigmoid colectomy did the patient receive any preoperative chemotherapy or radiation? No information on this at this time. Were there any issues experienced with the device in the initial surgical procedure? There was one incomplete donut. What healthcare professional fired the device and what is his/her experience with the device? The pa was brand new to cr surgery and to any circular device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. It was reported that they did compress for more than 15 seconds. Did they then retighten prior to firing? No were there any issues with device use/firing? Device use was tough as the pa didn¿t know how to use prior. They had difficulty finding the best spot to bring knife through. Firing no, it was muffled sounding but still went through fine was there any difficulty removing the device from the patient? At first yes, but again pa being new she then learned to fish tail who helped the first assist with the removal steps? The scrub tech and surgeon coached her through but she did it solo with the incorrect opening, how did that leak to the donut issue that was reported? ? Was a complete transection of the white breakaway washer visually confirmed? Yes were there any issues noted with staple formation? No, except for the incomplete donut was the staple line visualized endoscopically during the initial surgical procedure? Yes how many days postoperative did the leak occur (2-weeks)? Case was (B)(6) 2021; she was re-admitted through or and then left (B)(6) 2021 so perhaps ~ 1 week. It was reported that the patient had stool coming from the drain and was placed on antibiotics. Was a re-operation done? No. What is the current patient status? The patient is not in the hospital and is on antibiotics. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the surgeon was somewhat new to powered circular. He fired it once with another surgeon for another case before. But this case was a lap. Sigmoid colectomy and it was solely his case. So, he had a first assist fire. The first assist mainly is in neuro cases didn't know how to get to good bowel tissue and really did not know a lot about cr. Despite this I helped her and coached her through the process beforehand. They did the case. They did the two 360 degree opening and they fired around a blue reload firing. The green check appeared after they fired. They compressed for more than 15 seconds. They fishtailed out. They did everything right. The first assist messed up opening the device on the back table to get donuts out. So, there was only 1 donut but the other one was incomplete but the room concluded the donut broke because she opened the device incorrectly. They did a leak test, and it went fine. Then 2 weeks later the doctor told me the patient had a post op leak where she came in the hospital septic. Stool was coming out of the drain. He put her on antibiotics. He is continuing to watch her progress, but she was discharged last friday 4/23. He said he may later have to give her a colostomy bag but is still monitoring it.